Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Episode: electrogram markers are invalid.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device indicated a non-sustained ventricular tachycardia episode that looked like ventricular tachycardia (vt), but the electrogram intervals appeared off. The device remains in use. No patient complications have been reported as a result of this event.